Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2026, the patient¿s cgm displayed persistent low glucose readings of approximately 50 mg/dl overnight. The patient was asymptomatic, and fingerstick blood glucose (fsbg) measurement could not be obtained at that time. On the morning of (B)(6) 2026, at approximately 09:00, the cgm generated an ¿emergency low¿ alert. The patient became disoriented, short of breath, and too weak to get out of bed. Her spouse administered orange juice with added sugar on three occasions over approximately one hour. During this time, the sensor entered an error state and failed then the sensor was removed. Emergency medical services (ems) were contacted. Upon arrival, paramedics obtained a fingerstick bg reading of 389 mg/dl. No cgm reading was available at that time. The patient was transported to the emergency room (ER) via ambulance. In the emergency room, the patient received insulin (route unspecified) and medication for elevated potassium levels (unspecified). The spouse reported that the patient¿s bg levels remained elevated during hospitalization, though exact values were not recalled. The patient was no longer wearing a cgm and was described as cognitively altered. She was transferred to the intensive care unit (ICU) for monitoring. At the time of the report, the patient remained hospitalized with no known discharge date. No additional injuries or treatments were reported. Multiple attempts were made to contact the reporter; however, no further details were obtained. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 04/11/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm. The date of the event is an approximation. No additional patient or event information is available.